Event description:
A distributor in south africa reported on behalf of a healthcare facility that the tubing of an ojr418 optiflow junior 2 nasal cannula was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher and paykel healthcare (f&p) has received the complaint device for evaluation and is currently in the process of conducting the investigation. We will provide a follow up report upon completion of our investigation.